Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that device is not functioning properly, no image at all. No negative impact in state of health reported.

Manufacturer narrative:
The device has been returned and will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
Summary conclusion: unable to duplicate customer's complaint of no image; image quality passed product specification. Broken deflection wire in handle housing causing deflection fail at 280° up/0° down. Thermal damage on distal tip, scrapes in working channel, debris on vertebrae. Though reason for return was not confirmed for this complaint, ongoing root cause investigation for this failure mode is in process under CAPA 25-0042. This event is filed under internal complaint ID (B)(4).